Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked at the rear left corner, the bottom case has a crack around the l bracket screw holes, and the right plunger case was cracked. A review of the event history log (ehl) identified motor rate error and no error which related to customer reported problem of loose parts was found in ehl. During functional testing using the occlusion test, the reported issue of motor not running error was duplicated and the backlight connector came loose from lcd connector was found at inspection. The root cause of the problem was related to normal wear of the pump as it is over 10 years old. Replaced motor assembly, worm gear, leadscrew and clutch halves and reassembled backlight assembly. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor not running error and there were loose parts. No patient injury was reported.